Event description:
Additional information was received on 16-feb-2017 from a company representative and it was reported that they had programmed the pump back to simple continuous and there had been no further low battery resets.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient¿s pump was emitting beeping sounds since friday evening. On (B)(6) 2017 additional information received reported the patient¿s pump was filled on (B)(6) and on friday the pump started beeping. The patient¿s pump was alarming most of the weekend. The reporter described a critical alarm. The reporter tried to use the ptm and encountered a communication error. The patient was at the healthcare providers the day of the report and was having the pump checked. Per the reporter the healthcare provider reset the device in the office and the ptm was still not working. The healthcare provider further reported that they reprogrammed the pump. When they had interrogated the pump it said ¿event occurred¿. The logs were reviewed and the healthcare provider stated that the pump restarted due to restart command. The healthcare provider also saw time and ram corrupt in the logs. There were also multiple reset low battery messages on (B)(6) 2017. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.